Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 for the treatment of pelvic organ prolapse. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that on (B)(6) 2006, the patient concomitantly underwent a total abdominal hysterectomy, abdominal sacral colpopexy, abdominal paravaginal, cystourethroscopy and implantation of catheter pump for pain management. It was reported that patient experienced pelvic groin pain, dyspareunia and incontinence post implantation. (B)(4). Dyspareunia.